Event description:
It was reported when using the bd vacutainer® flashback blood collection needle the customer reports black residue on the needle. The following information was provided by the initial reporter. The customer stated: "from pr (B)(4): (B)(6) of the laboratory reports black residue on the needle.".

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: material #: 301747. Lot/batch #: unknown. Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle the customer reports black residue on the needle. The following information was provided by the initial reporter. The customer stated: "from pr 7932061: mr. Figasso of the laboratory reports black residue on the needle."